Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: customer returned (3) loose 3/10cc, 6mm syringes. Customer states that the needle tip broke off the syringe, the end of the syringe coming right out, and the syringes are air locking. One syringe was retuned with the plunger rod separated from the stopper and out of the barrel. Both remaining samples were tested and both were able to draw and expel properly. Also, no hub separates or broken cannula was observed on any of the samples. Manufacturing ((B)(4)) will be notified of this issue. Unable to perform DHR check for needle breaks off during use, needle hub separates, plunger separates and plunger difficult to move due to unknown lot number. Occurrence: unable to perform complaint lot history check for needle breaks off during use, needle hub separates, plunger separates and plunger difficult to move due to unknown lot number. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (stopper separates, plunger difficult to move), unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (needle breaks off and hub separates). Root cause description: on 29 sep 2020, (B)(4) received a complaint, via pictures. Visual inspection of the picture exhibited (1) syringe to have the plunger rod separated from the stopper. Process summary: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries could not be looked as no lot number was provided. Root cause for this defect cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was found damaged before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "recently noticed an issue with the product; broken syringes and needles."